Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause for the failure could not be determined as a log file and replaced parts were not made available for investigation. The service engineer checked the system and replaced the motor control unit (mcu) board, the cable between the trolley and c-arm and the touch user interface (ccp) board. No further errors have been reported. No further corrective action is planned at this time.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the cios fusion system. During a patient procedure, the user reported the system had intermittent communication problems and restarted itself. After restarting, all system buttons were working except the up and down buttons and c-arm movements were not possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.